Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 500 mg/dl. Treated with manual injection. Troubleshooting occurred. Advised to monitor blood glucose levels and insulin pump.